Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge leaked from the bottom. Also, it was reported that a minimum fill notification occurred. Reportedly, the customer filled the cartridge with approximately (B)(4) units. The customer's blood glucose level was 219 mg/dl. The customer was able to load a new cartridge.